Manufacturer narrative:
Due to character limitations in e1 event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use of the cs300 intra-aortic balloon pump (iabp), a screen malfunction occurred. The screen displayed lines throughout. No patient harm or injury was reported.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h11. Customer reported the screen having lines throughout, making it impossible to make out the pressure waveforms or indices. Troubleshooting aid was given to no avail. Getinge emergency support team advised customer to label the console with the screen issue for servicing by biomed. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.